Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient was not getting any relief from the implant and the issue began about a week ago. Caller stated the patient set the stimulation low at first but patient was feeling nothing and patient fell 4 times since they were implanted. Caller noted patient's legs were weak and patient had severe pain in their lower back and the nerves were bad and bothering them on the lower back. The patient was redirected to their healthcare provider to further address the issue. Agent emailed representatives for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the stimulator was just turned on (B)(6) 2026 and adjusted (B)(6) 2026. The pt is still waiting for manufacturer representative (rep) to respond to them for further update and adjustments.